Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H4 device mfg date: estimated h3: it was reported that while in use on a patient, this ht70 stopped ventilating and had a constant alarm. A review of the ventilator logs, confirmed that ventilation stopped. The ventilator was not made available to medtronic for evaluation. Unit was repaired by third party service personnel tokibo (tkb). When the unit power was turned on, a system error occurs and the system does not start up normally and when the power pack is removed, the system shuts down. It was determined that capacitor c92 on the main control board was broken. The cause of the reported issue was isolated to a damaged capacitor c92 on the control board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, this ht70 stopped ventilating and had a constant alarm. The patient was removed from the ventilator and placed on an alternate ventilator without injury.

Manufacturer narrative:
Evaluation code method was updated due to review of video received. It was reported that while in use on a patient, this ht70 stopped ventilating and had a constant alarm. A review of the logs confirmed that the ventilation had a loss of ventilation (lov). The unit was repaired by third party service personnel (B)(4) and was able to reproduce the issue. When the unit is powered on, a system error occurs, and it does not start up normally. When the power pack is removed, the system shuts down. It was determined that the main control board was the cause, as the capacitor c92 mounted on the board was damaged. The recorded video was reviewed, and confirmed that when the unit is powered on, a system error occurs, and it does not start up normally. Also, the ventilator stopped ventilating after the battery pack was pulled without switching the power from the internal battery. The screen went black, and the alarm sounded due to the loss of power. The cause of the loss of ventilation was isolated to a damaged capacitor c92 on the control board. The event is included in the trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d9 was updated due to part return. Section h6 evaluation code method additional code added due to analysis of returned part. H3 device evaluation summary was updated due to analysis of returned part. It was reported that while in use on a patient, this ht70 stopped ventilating and had a constant alarm. A review of the logs confirmed that the ventilation had a loss of ventilation (lov). The ventilator was not made available to medtronic for evaluation. The unit was repaired by third-party service personnel, tokibo (tkb), who were able to reproduce the issue. When the unit was powered on, a system error occurred, and it did not start up normally. When the power pack was removed, the system shut down. One recorded video was reviewed and confirmed that the ventilator stopped ventilating after the battery pack was pulled. The screen went black and the alarm sounded due to the loss of power. One main control board was returned to medtronic for analysis: an inspection of the unit found shorting of the c92 capacitor. If a failure of capacitor c92 on the control board occurs while in use on a patient, the ventilator response would be a loss of ventilation (lov). The cause of the reported event was isolated to a faulty capacitor c92 on the main control board. This failure has been investigated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.